Manufacturer narrative:
The lens was received in a condition that precluded analysis. A response to a request for additional information was not received. The causal relationship between the device and the adverse event is undeterminable. The lens met all specifications prior to release to market.

Event description:
Physician reported a capsular tear during cataract surgery. He stated that no patient injury occurred. To date we have not determined if this capsular tear was associated with the implantation of the lens. A response has not been received to a request for additional information.